Manufacturer narrative:
The meter and test strips were requested for investigation, however, the test strips are no longer available. No product has been received at this time. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the result from the laboratory was 2.2 inr at 8:00 a.m. The meter result at 10:05 a.m. Was 1.6 inr. The patient¿s warfarin dose was reduced based on the lab result. On (B)(6) 2022 the result from the laboratory was 2.0 inr at 8:00 a.m. At 11:48 a.m. The meter result was 1.4 inr. No medication adjustments were made based on the lab result. The patient¿s therapeutic range is 1.5 ¿ 2.0 inr with a testing frequency of weekly.